Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that replacing the battery cap did not resolve the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump was monitored for several days. The pump was received with normal operating currents. No unexpected failed battery test alarm was noted. The pump passed the self test and off no power test. The pump was received with minor scratches on the lcd window, a scratched reservoir tube window, cracked battery tube threads, a cracked reservoir tube lip and a broken belt clip slot.